Manufacturer narrative:
G5: is combination product? No. H6: investigation summary customer returned an image a shelf carton for 0.3ml, 30 gauge, 8mm syringes from lot 9154603. The shipping information states that the fabrication date is 2019-06-03. However, per manufacturing site holdrege¿s records, lot. No. 9154603 was manufactured in july 2019. This manufacturing date corresponds with the date on the carton. A review of the device history record was completed for batch # 9154603 all inspections were performed per the applicable operations qc specifications. Date(s) of product packaged: 21jul2019 to 23jul2019. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500 l amr had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: 06/03/2019. Date described on the product: 07/03/2019."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500 l amr had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: (B)(6) 2019. Date described on the product: (B)(6) 2019."